Event description:
It was reported the er320s were used during a laparoscopic cholecystectomy. The instruments would not hold clips. There were no good firings. They werealso spitting unformed clips. All clips were retrieved from pt. There was no consequence to the pt.